Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged 1 patient that experienced deep venous thrombosis (dvt) could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient's medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. Additionally, the device history record could not be reviewed because the affected lot number(s) was not communicated. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedic surgery, the first affiliated hospital of soochow university, china¿. The title of this report is ¿early clinical efficacy comparison study of gamma3 nail, percutaneous compression plate (pccp) and femoral head replacement (fhr) treatment on senile unstable intertrochanteric fractures¿, published on february 10, 2017, which is associated with the stryker ¿gamma 3 nailing system¿. The article can be found at doi: 10.1080/08941939.2017.1282558. This report includes an analysis of the clinical data that was collected on 116 patients, and the cases in this study range from january 2013 to december 2015. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient deep venous thrombosis.